Event description:
It was reported that, during an unrelated ablation procedure performed the day prior. This right ventricular lead was damaged and exhibited noise and oversensing. It was decided to perform a system replacement in the near future. In the meantime, the patient will remain in the hospital for further monitoring until the procedure is performed. At this time, this lead remains in service. No further adverse patient effects were reported.